Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2008. Subsequently, patient underwent a revision procedure on (B)(6) 2015 allegedly due to metallosis and loosening of the cup. The modular head, taper adapter and acetabular cup were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-00824 / 00825).